Event description:
Pt connected for dialysis. After 2 hours dialysing, pt. Noticed line leaking. Once split identified, line clamped above split area and pt. Booked for line exchange. When admitted for line exchange. Rep demonstrated to nurse how to repair. Repair was completed and pt. Discharged without the need for surgical intervention.